Event description:
It was reported the patient received the following results within 15 minutes: 99 mg/dl (performa system) and 59 mg/dl (instant system).

Manufacturer narrative:
This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (instant system). The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.